Event description:
I know I am not the first, nor will I be the last to report this, but my medtronic 670g pump has cracked along the battery housing. I take very good care of my pump and noticed this crack has shown up on it's own. After researching I have found that there are multiple counts of this happening in the exact same location on this pump. Medtronic recently recalled the battery caps, I'm assuming in relation to this issue. I replaced this cap earlier this year and have found no issues before changing the cap. This has lead to a non- water resistant insulin pump that can now be damaged from any moisture, such as relative humidity, accumulating or being present around the pump and can now lead to permanent pump failure. In turn, this can lead to a life threatening situation. I highly highly recommend that this be looked into before someone is severely injured due to this crack presenting very unfavorable conditions for insulin dependent patients. This cracking issue with the pump housing is and has been an ongoing issue for insulin pump users of the medtronic pumps.